Manufacturer narrative:
H3: analysis was found in sw- analysis determined the images of registration where 0.6mm accuracy is a good one. There is a green zone of accuracy.  Observed that few trace points are on the cheek. Suggesting to take points on the bony surfaces. Also, more points can be captured on the forehead areas. Requesting to cover the broad areas for better accuracy. Suggesting to take trace more points through out the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. B01, c19, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The scan had 197 slices, .63 spacing and .63 thickness. The rep auto refined and cropped out the back of the head. The registration with flat emitter (tracer with columella touch point) at .6mm. This is a good trace technique with light touch. No opacity. Values of patient tracker and suction immediate inferior inaccuracies (floor of nose) and between septum and inferior turbinate. The surgeon said it¿s always ¿low and to the left¿. The same inaccuracies with straight suction and registration probe. Adding additional posterior points did not change the accuracy.

Manufacturer narrative:
Concomitant medical products: product ID: 9735736, software version #: 1.2.0. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon stated he was inaccurate by 3-4mm inferior on the patient's left. The surgeon re-registered and added additional points and the issue did not resolve. This caused a 5-7 min delay. There was no reported impact to the patient.